Event description:
Reporter alleged obtaining discrepant blood glucose results of 60 mg/dl back to back with a result of 335 mg/dl when testing was performed within 10 minutes apart on the advantage system. Reporter stated a home care representative found customer experiencing hypoglycemic symptoms when the comparative testing was performed. Reporter indicated the home care representative treated him with orange juice and no other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.